Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for implant on (B)(6)2024 using a 6f amplatzer torqvue delivery system. The descending aorta angiogram showed the patent ductus arteriosus (pda) as 2.075mm. Fluoroscopy and angiogram was used during the procedure. The pda was crossed from the venous side with a non-abbott catheter. A 0.035mm non-abbott guidewire was parked in the abdominal aorta. The catheter was exchanged with the delivery system and the device was deployed. It was observed that the device took on a cobra head shape in the aorta and the device migrated when deployment was attempted. The device was re-captured and removed from the patient and inspected. Outside of the patient anatomy the device was able to be deployed with no abnormalities. The pda was crossed with a 5f non-abbott catheter and exchanged with the delivery system. A deployment was attempted and it was observed that the device took on a cobra head shape again. The device was removed from the patient and the procedure was cancelled. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, no angulations or kinks noted in the delivery system, and a 6f delivery sheath was used. Additionally, a photos and video was received from the field and it appears to show the device deformity. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.